Event description:
It was reported that bd synapsys¿ is unable to clean unfulfilled maldi ID workups. The following information was provided by the initial reporter: bd synapsys laboratory solutions-unable to clean unfulfilled maldi ID workup order.

Manufacturer narrative:
Initial reporter phone: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd synapsys¿ is unable to clean unfulfilled maldi ID workups. The following information was provided by the initial reporter: bd synapsys laboratory solutions-unable to clean unfulfiled maldi ID workup order.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2023-00606 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.